Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp shim was returned disassembled. This was discovered in sterile processing. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product found them to exhibit signs of repeated use and have one or both of components disassembled / missing the components. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.